Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope had a blocked air/water nozzle (no flow) due to clogging, and a cut on the ultrasound probe with the matching layer exposed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed the first phenomenon of foreign material in the device, but the type of the material or root cause cannot be identified. The second phenomenon of the ultrasound probe was cut, could be confirmed that it occurred. However, as detail condition of the actual device cannot be confirmed at the investigation, occurrence cause could not be presumed. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures in addition, as result of confirming contents of the instruction manual, there is following description for handling of actual device. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.